Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the problem could not be conclusively identified, since the device was not retuned for the investigation. No abnormalities were found in the manufacturing record. Therefore, the phenomenon which was pointed out could not be confirmed. Omsc presumes that the event occurred due to the following occurrence mechanism. 1) when the guide wire was inserted into the insertion port of the guide wire tip, it was pushed forward with a large angle (not parallel) between the insertion port of the guide wire tip and the guide wire. 2) an overload was applied to the guide wire tip. As a result, the tip was torn. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a lithotrity, the subject device was used. The tip of the device was broken off. The intended procedure was completed with another device. There was no patient injury reported.